Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. Bbmi has received correspondence from this customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore, bbmi will report this event as a product problem for this instance only. At this time, no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Additional information was reported from the user facility on 08-nov-2024: patient was on norepinephrine infusion running at 0.08 mcg/kg/min. The pump began alarming for "air in line". Asv was already present on the IV tubing. The line was disconnected from the patient and reprimed. Air bubble errors continued. During this time the patient's mean arterial pressures were in the 40's. Air in line was still alarming so we switched to another pump with new tubing and a new bag of norepinephrine. It was primed through the pump with the additional valve on. It began erroring with "high pressure above pump". All of the tubing was checked with no errors present. It would not let us start the infusion. We unloaded the tubing and reloaded the tubing. Now with an error of downstream occlusion. There were no errors present with the tubing. During this entire time the patient's map continued to remain in the 50's-40's with the addition of running fluids wide open and giving pushes of calcium. Finally, we removed the infusion of protonix for another pump on our station and placed the norepinephrine in the channel, reprogrammed the channel to norepinephrine, and finally it was infusing. This event caused the patient's map to remain in the 40's from approximately 19:50 until 20:21. Once infusing, due to the need for rapid titrations, the patient became hypertensive, unsafe for his current diagnosis.